Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 160 units of insulin during the load sequence. Reportedly, customer loaded cold insulin into the cartridge. Troubleshooting was performed and the issue was verified; however, customer declined to load a new cartridge to address the event and continued to use the existing cartridge for insulin therapy. Customer¿s blood glucose level was 320 mg/dl.